Event description:
It was reported, left hip fracture, surgeon put in a gamma nail, pt went back to work within 5 days. At followed up appointment an x-ray was taken, the set screw became loose. The pieces were separating. Revision is scheduled for 2009. Pt is in a wheelchair. He doesn't think the fracture was his fault because, he can't even walk.

Manufacturer narrative:
Device remains implanted. Additional info has been requested, and if received, will be reported on a supplemental report.